Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was being seen by their provider on (B)(6) 2024.. The patient stated that they had fallen several times since implant and the last time they fell they stated that they slammed back into a shelf and since the then the ins pocket felt warm/hot to touch and the patient was having increased pain. The patient had a return of pain, new pain (unrelated to baseline), pain at ins site and discomfort/soreness/pinching. The issue was ongoing. The manufacturer representative indicated they would send any further information as they become aware. Additional information was received from the rep on (B)(6) 2024, indicating that the patient was seen in the office and their pocket site was fine. There was no swelling, no redness, and not warm to the touch. A successful reprogramming was done and they were able to achieve pain area coverage. An x-ray was taken to ensure the leads had not migrated. No additional information would be available.

Manufacturer narrative:
Continuation of d10: product ID 977a260 (serial: (B)(6)); product type: 0200-lead; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient fell into a shelf and bruised the area. The pocket site was not warm to the touch and the ins was still secure in the pocket. Physician is aware of the situation. Physician inspected the pocket site and was pleased that it was fine. Patient was able to regain the stimulation at a comfortable level at time of reprogramming.